Manufacturer narrative:
This reported event was originally noted as a synergraft aortic valve and conduit. However, the product code has been corrected to an aortic valve and conduit to reflect how the information was reported to cryolife. Multiple attempts have been made to obtain additional information on the reported stenotic event to no success. A review was held of the available information. There is very limited patient demographic, procedural, and follow-up details available regarding the claims of ¿av00¿s becoming stenotic/appear to be shrinking post-operatively¿, including but not limited to : patient indication for operation, operative procedure details: how the allograft was utilized in the surgical procedure, type of surgical procedure performed, when the ¿shrinking¿ was first observed in relation to the implant procedure, and relation of the allograft to the reported event. In addition, the surgeon stated that there was no additional information available (including, but not limited to echocardiographic, catheterization, or other cardiac imaging information) regarding the ¿shrinking/stenosis¿ claims. Conduit stenosis is a known complication that is noted in the cryovalve aortic valve instructions for use (IFU). In the absence of relevant information, no conclusions can be made regarding what role, if any, the allograft tissue may have played in the reported event. This report is being submitted as required by regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report from the cryolife representative, "[the surgeon] asked me to come to his office to discuss the allograft sizing issues over the last 6 months. He has observed, and has documented, complete with angiograms of patients, that some of the smaller size av00's are becoming stenotic post operatively. In addition, he has observed that the smaller size av00's also appear to be shrinking postoperatively. He noted one incident where an implanted 9mm av00 was measured to be a 6mm postoperatively. I asked if someone from cryolife could contact him if they had more questions regarding these observations, and [the surgeon] said 'oh sure.' [The surgeon] is concerned with the sizing issue that has occurred several times in the last 6 months.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report from the cryolife representative, "[the surgeon] asked me to come to his office to discuss the allograft sizing issues over the last 6 months. He has observed, and has documented, complete with angiograms of patients, that some of the smaller size av00's are becoming stenotic post operatively. In addition, he has observed that the smaller size av00's also appear to be shrinking postoperatively. He noted one incident where an implanted 9mm av00 was measured to be a 6mm postoperatively. I asked if someone from cryolife could contact him if they had more questions regarding these observations, and [the surgeon] said 'oh sure.' [The surgeon] is concerned with the sizing issue that has occurred several times in the last 6 months.